Event description:
S/p cardiac procedure syvek patch used to close vessel upon sheath removal. Syvek patch and pressure applied and hematoma noted within 5 mins. Hematoma increased in size. Syvek patch removed, evacuated hematoma and pressure held x45 mins. Hematoma resolved. Pressure dressing and sandbag applied. Pt put on additional 6 hours of bed rest. No further complications.